Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation was confirmed. One unpackaged ar-2323bcc batch 15112549 was received for evaluation. Upon visual inspection, it was noted that the screw was missing a part, deforming the implant. . The tip of the outer driver was wrapped. The most likely cause(s) for the observed and reported failure is a user error, misaligned insertion, or excessive force by leveraging/prying the device.

Event description:
It was reported that during a rotator cuff surgery the tip of the device broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.